Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, at third inflation, it was noted that the balloon ruptured at 12atm within 10 seconds. The device was removed using normal method without any problem and the procedure was completed with a different device. The physician's comment was "calcified nodule was confirmed with oct and there was a possibility that the balloon got damaged due to the calcification when the balloon was delivered." There were no complications reported and the patient was in good condition post procedure.